Event description:
This report is being filed due to mitral stenosis. Patient ID: (B)(6). It was reported that on (B)(6) 2021, the patient presented with functional mitral regurgitation with dilated cardiomyopathy. Two mitraclips were successfully implanted, reducing the mr to grade 1+. There was no device deficiency. Post-procedure and at discharge, the mitral valve area was noted 1.2cm^2 and mitral valve stenosis was diagnosed. At the 30-day visit, the mitral valve area was 1.8cm^2. Per physician, the event was not serious. There was no additional hospitalization, no treatment, and no intervention for the stenosis. There was no device malfunction. The event resolved and the patient was discharged from the hospital. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported mitral stenosis (no treatment) could not be determined. The reported patient effect of mitral stenosis, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.